Event description:
A physician reported that after cataract surgery with intraocular lens (iol) implantation, the patient experienced that the vision was not improved. The iol was removed and replaced with a company lens in a secondary procedure. The incision size was 2.4mm but was increased to 3.5mm for removal of the lens. Additional information was requested, but no further information is available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in a.2., b.5.,d.9. And h.3. The manufacturer internal reference number is: (B)(4).

Event description:
According to the additional information received, the replacement lens used was a company lens of different model but same diopter. The patient had no problems and the vision was good after the lens was replaced. The doctor was not sure if the prior examination was inaccurate or if there was a lens defect.

Manufacturer narrative:
Correction in d.4. And h.6. (FDA health impact codes). The manufacturer internal reference number is: (B)(4).